Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) reported hearing tones. The device was interrogated and displayed two fault codes, one being for a charge time out and the other for the voltage being too low for projected remaining capacity. The patient was subsequently seen for a change out procedure where the device was explanted and replaced. There were no adverse patient effects reported. The device has been returned for analysis.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.

Manufacturer narrative:
The device is currently undergoing analysis. When additional information becomes available, this report will be updated.